Event description:
The customer reported error codes e117 and e226 involving an olympus bronchovideoscope. It was unknown when the event took place. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.